Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Customer is complaining rust on all grater heads.

Manufacturer narrative:
Examination of the devices that were returned confirmed the complaint. Review of the provided photographs also confirmed the complaint. Previous investigations found the root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The cleaning agents and water treatments were not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.